Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that confirmed a field corrective action. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken, the light guide bundle of the video cable section was broken, the fiber bonding in the outer tube area (distal end) was damaged and the light transmission was lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause was traced to the r-unit (charged coupled device) was broken and therefore the image was green. Related to the new reportable findings found in the investigation the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green light and discoloration. The issue was identified during inspection for use. There was no patient involvement.